Manufacturer narrative:
(B)(4) date sent: 1/28/2016. Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Additional information requested and received: what were the indications for surgery? Indications for the surgery were an abnormality noted on CT. This turned out to be a low grade, but potentially malignant mucinous tumor of the appendix. Was the appendicular artery bleed through the staple line? The artery was not bleeding through the staple line at the time of the initial surgery, but was still actively bleeding at the time of reoperation 18 hrs later. What is the current patient status? Current status is that the patient is doing well the patient is a (B)(6) male with no known coagulopathy. The reoperation was an open procedure, not laparoscopic.

Event description:
It was reported that one day after a laparoscopic appendectomy procedure the patient required a reoperation. During the initial laparoscopic appendectomy procedure on (B)(6) 2015, the device, loaded with an ecr45m reload, was used to transect the mesoappendix with no apparent issues. The staple line and cut line were fine and no bleeding was seen at the staple line. The device and reload were disposed of at the end of the procedure. On post-op day one, the patient was hypotensive with blood pressure around 60/40 and required reoperation on (B)(6) 2016. In the second procedure, the surgeon found bleeding from the appendicular artery and blood pooled in the abdominal cavity. The staple line was present, complete, and the staples appeared to be formed. The surgeon used suture to control the bleeding of the appendicular artery. Approximately two liters of blood was suctioned from the abdominal cavity. The patient required a transfusion and received two units of blood. The patient was discharged to surgical intensive care where he remained for half a day following the reoperation. The patient was then transitioned to regular inpatient care. The patient remains hospitalized but is reportedly recovering and doing fine now.